Event description:
Brushes are too soft, therefore are not picking up enough endocervical cells to perform pap smears. Pts at all clinics where pap smears are being performed have been forced to return for re-testing due to insufficient endocervical cells. This is not the standard of care to offer pts, and it is not cost effective.